Manufacturer narrative:
The device has not been returned to mmdg for evaluation. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter states the pump was "keeps alarming door open". They went through trouble shooting with an mmdg clinician, but was unable to resolve the alarm. During a follow up call, the initial reporter indicated that the patient missed an infusion, but did not provide any information about what was being infused. They also reported that there was no harm or adverse events as a result of this delay. (B)(4).